Manufacturer narrative:
Additional information: per the surgery notes, the lens was not explanted, there was too much scar tissue and it was too dangerous to explant. The lens was implanted about a year ago and was a symfony lens, a model zxt. The following sections have been updated accordingly: brand name: tecnis toric symfony, common device name: multifocal iol, product code: poe. Catalog #: a complete catalog # is unknown as a serial number was not provided. If implanted; give date: (B)(6) 2018 (exact date unknown; a year ago was reported) if explanted; give date: na (not applicable) lens remains implanted. (B)(4). Device evaluation: the product was not returned for evaluation; therefore, a device evaluation could not be performed. The reported complaint was not verified. Manufacturing records review: as the serial number is unknown for this event, it was not possible to perform any manufacturing record evaluation or complaint history review. Labeling review: a review of the directions for use was performed. The dfu adequately provides instructions, precautions, along with warnings for the proper use and handling of the product. Based on the information provided, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Brand name: unknown, as the serial number was not provided. Common device name: unknown, not provided. Model number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. PMA/510(k)#: unknown, as the serial number was not provided. If implanted, give date: unknown, not provided. If explanted, give date: not applicable, an explant is planned for (B)(6) 2019 however not yet confirmed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was planned for explant on (B)(6) 2019 due to refractive surprise. No further information was provided.